Event description:
It was reported that the customer has experienced difficulty when attempting to remove the spring wire guide (swg). The physician gained access, removed the needle and placed the catheter over the swg. They experienced difficulty when trying to remove the swg and it began to unravel.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.